Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inanapropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed both programming and troubleshooting options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.